Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip would not tighten on tissue then slipped off. The second clip scissored and put a slit in the bile duct, then the surgeon pulled the clip off. Another device and clip was used for the bile duct to complete the procedure. The procedure was converted to open due to a bleeder. It was made very clear to the caller the bleeder was not a result of the problem with the device. The device did not cause the patient to have a convert to open procedure.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? First and second. What vessel or structure was the device fired on at the time of the event? Bile duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.